Manufacturer narrative:
Liner was not explanted. It would not seat and therefore another liner was implanted and successfully seated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed multiple indentations were observed on the rim of the liner near the anti-rotation features. All of these indentations are on the same side of the circular cut out indicating the liner flange was slightly resting on the mating feature of the shell. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty the acetabular liner would not seat in the shell. Another liner was used successfully to complete the procedure without delay.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat on the shell. There was no delay in the procedure as a result of the event.